Manufacturer narrative:
Yes device broken at the joint between the shaft and the flexible part. Our engineering investigation determines that as to the pictures provided the breakage happened between the flexible and the stiff part of the device explaining that excessive force was applied causing the break

Event description:
During the acl repair surgical procedure, dr (B)(6), having performed the femoral tunnel to pass the procinch button, the versitomic bit (4.5mm) broke.